Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Reportedly, the customer was hospitalized prior to death and was not using the pump during the hospitalization. However, the cause of death and the reason for hospitalization was unknown. The customer's healthcare provider did not have any further information. Per the county medical examiner, the customer's death did not meet the criteria for a medical examiner's case, no autopsy was performed by the medical examiner, and the medical examiner's office did have the cause of death on record.